Manufacturer narrative:
Patient identifier - requested but not provided. Age and date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the compaction tube did not come down automatically. It was reported that the doctor did it manually as he had no problem doing it because he manually managed to do what the device does. There was no harm to the patient. Additional information was received on 1/26/2018. Hemostasis was effectively achieved compacting the collagen manually using the internal compaction tube with the left hand. But it was not automatic as it was suppose to be. No blood was lost. No other devices used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.